Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref # (B)(4). Summary of investigational findings: there was a kink in the sheath, and it did not allow the filter to pass through. The system was removed and the procedure was successfully completed with another device of the same type. It was reported that the anatomy was "challenging that was tortuous". The customer noticed a kink after removal of dilator. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. A part of the device was returned for evaluation. The device evaluation determined the following: the pre-dilator, introducer dilator, introducer sheath and femoral introducer were returned for evaluation. A kink on the introducer sheath and indentations at the tip of the introducer sheath were observed. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. The challenging anatomy described, likely caused the sheath to kink, which made advancing the filter difficult. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. (B)(6) will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. E1) phone number: (B)(6). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: there was a kink in the sheath and it did not allow the filter to pass through. They removed the system and successfully completed the procedure with another device of the same type.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22sep2025: difficulties was experienced when advancing the coaxial introducer due to challenging anatomy that was tortuous.